Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to broken interface board. The pump had cracked reservoir tube lip.

Event description:
The customer's mother reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 187mg/dl. The customer's mother stated that her son's pump blanked out and she tried changing the battery but it did not do anything. The customer was using (B)(6) batteries. Troubleshooting was able to resolve the issue. She was advised that the insulin pump will need to be replaced. She was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.